Event description:
Device 2 of 2; reference MFR. Report#: 1627487-2014-25480. It was reported the patient was displaying confusion after his permanent procedure. The hospital staff believed the confusion was due to medication and discontinued the patient's fentanyl patch. Follow-up revealed the patient went to the emergency room on (B)(6) 2014 due to confusion and the physician identified the patient experienced a myocardial infarction. A CT scan revealed no anomalies. The patient was stented and taken to the intensive care unit. The physician wants to perform a brain MRI to rule out a stroke. Additionally, it was reported the physician believes the patient's confusion was a result of the myocardial infarction and the physician does not believe the myocardial infarction was caused by the scs system. In turn, the patient will remain in the hospital to continue recovery.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.